Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap ventral hernia repair. According to the reporter: balloon ruptured in patient and space maker balloon failed to deploy. Was the device used in patient, yes. Was there patient involvement, yes. Was there patient injury/hazard, no. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc. Was there user involvement, yes. Was there user injury/hazard, no.